Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Initial evaluation determined the device was performing to specifications. Visual inspection revealed thermal damage to the exterior of the device. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported that an airsense 10 device caught fire. It was reported the patient¿s son had a minor, small burn on neck due to debris; medical attention was not sought. The device was not in use at the time of the event.

Manufacturer narrative:
The airsense 10 device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. Visual inspection of the power supply cord revealed damage and exposed cables. The investigation determined that the reported event was due to operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported that an airsense 10 device caught fire. It was reported the patient¿s son had a minor, small burn on neck due to debris; medical attention was not sought. The device was not in use at the time of the event.